Event description:
Marco ophthalmic 1290 encore stands accessory arm - counter balanced keratometer arm model 1204 - have the potential for pinching the electrical wiring causing sparks near patients. The MFR has stated that this issue is not covered in warranty repair because the open wire has been caused by a pinch and not due to a mfg flaw. The wire rests in the joint of the arm where the pinching takes place in normal operation of the arm itself.